Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pelvic pain female, partial expulsion of device, menometrorrhagia, abdominal adhesions and abdominal adhesions. Concomitant products included atorvastatin since 2008 and telmisartan since 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash/skin condition: dark rash on face /neck"), urinary tract infection ("uti (urinary tract infection)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy. Da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, rash, urinary tract infection, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal. Lot number: 713459 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pelvic pain female, partial expulsion of device, menometrorrhagia, abdominal adhesions and abdominal adhesions. Concomitant products included atorvastatin since 2008 and telmisartan since 2008. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash/skin condition: dark rash on face /neck"), urinary tract infection ("uti (urinary tract infection)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial coronectomy. Da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, rash, urinary tract infection, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, menorrhagia, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal. Lot number: 713459 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: mr received: case was upgraded to serious incident. Previously reported event: 'menorrhagia' upgraded to medically significant and intervention required due to essure removal surgery. Removal date, action taken with drug, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.